Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no interaction with cardiac structures during deployment, there was no angulation or kink in the delivery system upon deployment, and an 10f delivery system was used. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6)2023, a 24mm amplatzer septal occluder was selected for implantation using a 10f amplatzer trevisio intravascular delivery system. During the procedure, during deployment, the device deformed into a cobra shape. The device was not released inside patient anatomy, there was no angulation or kink noted in the delivery system, and there was no interaction with cardiac structures during deployment. The device was removed from patient anatomy. Another 24mm amplatzer septal occluder was the implanted successfully. The patient is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no interaction with cardiac structures during deployment, there was no angulation or kink in the delivery system upon deployment, and an 10f delivery system was used. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 24mm amplatzer septal occluder was selected for implantation using a 10f amplatzer trevisio intravascular delivery system. During the procedure and deployment , the device deformed into a cobra shape. The device was not released inside patient anatomy. There was no angulation or kink noted in the delivery system and there was no interaction with cardiac structures during deployment. The device was removed from patient anatomy. Another 24mm amplatzer septal occluder was the implanted successfully. The patient is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.